Event description:
The evening of surgery, red, gel like fluid was coming out at incsion site, pt was told then what it was. -intergel-. Also pain in their throat, glottis sensation that continues a year later. Painful nodules or lesions on their face leaving scarring.